Manufacturer narrative:
The customer changed out the flow sensor and discarded the suspect sensor (no product return).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user was not getting a flow reading for the centrifugal flow sensor on its display or the central control monitor (ccm). They checked the flow sensor and found the pins were bent. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.